Manufacturer narrative:
The product was not available for return. The lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up attempts were made for additional information. The file indicated that the patient has a history of rd (retinal detachment) with repair in the left eye prior to cataract surgery as well as lattice degeneration in both eyes. The patient stated that yttrium aluminum garnet (yag) was conducted for both eyes. Contraindications and the visual results were discussed with the patient. The patient stated that due to the rd repair, her pupil does not constrict or dilate normally in the left eye. The patient described the visual symptoms, but isn't sure if the visual issues were from the rd repair or from the implants. The patient discussed further and stated that she is not interested in an intraocular lens (iol) exchange. Also due to the history, the patient may not be a candidate. Patient now wears glasses to correct her vision. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that an intraocular lens (iol) implant procedure was not successful as depth of focus multifocal lens was recommended despite, what she had since learned with her new doctor was there being two contraindications that actually meant she was not a candidate for said lens. Additional information has been requested, received and stated the consumer had history of retinal detachment (rd) w/ repair prior to cataract surgery as well as lattice degeneration. She stated due to the rd repair her pupil does not constrict or dilate normally. She sees fuzzy in all distances. Lines were not straight but isn't sure if that's from the rd repair or from the implants. She had yttrium aluminum garnett (yag) posterior capsulotomy. Patient now has to wear glasses to correct vision. There are two medical device reports associated with this patient. This report is associated with the left eye.